Manufacturer narrative:
(B)(4).the insulin pump was received with a motor error alarm during rewind due to corroded motor homes witch. The device was received with cracked reservoir tube lip. The device was received with cracked belt clip slot.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer received a motor error alarm. No additional information provided.